Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/11/2019. Additional: an opened box with unopened samples and sealed boxes with unopened samples each of product code y417, lot # mhm278 were returned for analysis. The issue sample was not returned for evaluation. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened and the swage and attachment area of the needles were as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no attachment defects were found and the tested samples met requirements.

Manufacturer narrative:
(B)(6). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm the total qty involved with single patient event / procedure? When was issue of needle pull-off/detachment/separation from suture thread noticed with all the suture devices? Before use on patient? Or during use on patient? Were all suture devices reported to have issue from the same lot? The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was that a patient underwent a plastic surgery on (B)(6) 2018 and suture was used. During the procedure, the needle popped off of the suture. The procedure was completed with an alternate like device with no adverse patient consequence. Additional information has been requested.